Manufacturer narrative:
Findings: unit received with cracked and bleeding glass on lcd board. Unit received with minor scratches on lcd window. No traces of moisture were noted at electronic or motor assemblies per visual inspection.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 108 mg/dl. The customer stated that there is cracked and water damage inside of pump and on screen. The customer stated she dropped the pump in toilet and on the floor. The customer can only read half of the screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.